Event description:
Event description boston scientific crm received information that the patient with this device experienced a syncopal episode. The patient was hospitalized due to injuries from the syncope. The device was checked and was functioning normally. There were no logbook episodes. A boston scientific crm technical services (ts) consultant stated that neurocardiogenic syncope would not be stored in the logbook unless sudden bradycardia response (sbr) was programmed on. Sbr was off in this device. A boston scientific crm sales representative stated that the device information regarding the syncope was captured in the patient chart for further diagnosis. Information was received that more than seven years later this device was explanted for normal battery depletion. The device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.